Event description:
When attempting to establish a pre hospital intra osseous access utilizing a vidacare ez-io needle the plastic hub broke from the io needle. There was no direct pt injury, but the io access was unusable. Receiving hospital staff were informed of the product failure. Pt was admitted to the hospital ed for the presenting problem.